Event description:
Patient reported "no complaint against the device". Later patient reported "device was intentionally deflated today for symmetry reasons". Later healthcare professional report "patient had purposefully deflated for symmetry reasons". Which is not device related. Later healthcare professional report "rupture". This record is for the right side. Device was explanted and replaced with another manufacturer¿s device and it is available for return.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ deflation: observed two openings through microscopic inspection assessed as unidentified (tear) opening and surgical damage. No further actions are required as it is not related to the manufacturing process. None of the other observations performed during the device analysis (creases and wear abrasion) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "no complaint against the device". Later patient reported "device was intentionally deflated today for symmetry reasons". Later healthcare professional report "patient had purposefully deflated for symmetry reasons". Which is not device related. Later healthcare professional report "rupture". This record is for the right side. Device was explanted and it is available for return.